Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with corroded battery tube.

Event description:
It was reported via phone call that the customer is having issues with pump. The insulin pump alarmed motor error. The alarm occurred when she bolused. The customer's blood glucose was unknown. Customer was able to complete pump rewind. The customer was advised the pump will be replaced and revert to back up plan.